Event description:
As reported by our (B)(6) affiliate, during the deployment of a 26mm sapien xt valve via the transapical approach, rapid pacing was lost, resulting in the valve embolizing into the ventricle. The patient was placed on cardio pulmonary bypass (cpb). Due to the patient¿s porcelain aorta, it was not possible to remove the valve through the aortic access; therefore, the valve was surgically removed through an apex access. Following the valve removal, the apex was closed and the patient was taken off of cpb. Due to the patient¿s weak condition and low bp, another valve could not be implanted. The patient¿s blood pressure (bp) did not recover and the patient expired. It was perceived that the failure of the pacemaker, resulting in the loss of pacing during valve deployment and the poor quality of the fluoroscopic c-arm contributed to this event.

Manufacturer narrative:
Per the instructions for use (IFU), device embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, in addition to the procedural factors (loss of pacing during valve deployment and poor fluoroscopic image quality), patient factors (e.g. Porcelain aorta) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.